Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during an unknown procedure, did not fire at all, incomplete staple line, no further information is available. It is unknown how the procedure was completed. There were no adverse consequences for the patient.